Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device came with its original packaging but in the open box condition. Visual inspection of the physical device found 1 slight bend and 1 deep kink in mid-section of the insertion portion. The balloon was torn open lengthwise measured about 8.0 cm and has moisture droplets inside indicating use. The white tip on distal end is present but has brown stains on its proximal end. However, there is no damage to the connector port. Based on the evaluation findings, the balloon was returned as used and its balloon was torn open lengthwise with clean-cut edges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, an out of box failure. The ezdilate balloon dilator exploded at 4cm. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
The customer provided the following information regarding the event: the device failed in the middle of a diagnostic colonoscopy. The procedure was prolonged by 15 minutes, which included extending patient sedation. No other medical intervention was required.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the balloon appeared to have been in procedure as there were moisture droplets inside. However, a definitieve root cause for the malfunction could not be established. Olympus will continue to monitor field performance for this device.